Event description:
Pt was grounded on left anterior thigh with electrode pad. When cautery activated on field, rem alarm and light went on on cautery unit. Cautery would not activate on field. Bovie pad changed, light and alarm went off.